Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer's blood glucose level. Customer's insulin was initially suspended due to the alarm condition, but after following technical support's instructions to remove obstructions, clean the speaker holes, and reconnect the cartridge, the insulin pump resumed normal operation. Technical support provided tips for preventing future altitude alarms, and the customer acknowledged these instructions.